Event description:
Patient was admitted for replacement of artificial urinary sphincter that had suspected leak in proximal urethral cuff. Patient's history includes post prostatectomy and stress urinary incontinence. Ams device that was replaced 2008 was revised 2011 and symptoms improved, but continued some incontinence in the tandem cuff, which was placed 2011. Symptoms were well controlled for several years. Last 2 months, the patient had significant incontinence. Patient went to surgery for replacement of the ams 800 urinary control system and components. A new ams 800 aus was implanted and patient discharged to home without any complications. Explanted components included 2 cuffs, 1 balloon, 1 pump, and 2 connectors.======================manufacturer response for artificial urinary sphincter, ams 800 urinary control system with inhibizone components (per site reporter).======================manufacturer's rep was present during the explant surgery. Device will be returned to manufacturer for evaluation of malfunction.